Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had an alarm silent button that was not working, and that the device displayed a "backup alarm failed" error code. There was no patient involvement when the issue occurred; the device was replaced with a different ventilator. No patient or user harm reported. The device was evaluated by a service engineer (se), and it was reported the issue could not be confirmed. The se was able to find a "check vent: backup alarm failed" error code recorded in the event log. The se noted that "check vent: backup alarm failed" is an alarm that cannot be silenced, moreover, the "alarm silence" option does not appear. Instead, the message "no alarms can be silenced" is displayed. When "alarm reset" is touched, the alarm changes from high-level to low-level, and the message "no alarms can be reset" is shown as part of the system specification. A quote was sent to the customer in order to have the central processing unit (cpu) board replaced. Investigation ongoing / resolution pending.

Manufacturer narrative:
E: (B)(6).

Manufacturer narrative:
The device was re-evaluated, and it was re-confirmed that the issue was not duplicated at the repair center. The service engineer (se) reported that the event log was reviewed, and the "check vent: backup alarm failed" error code (1104) was recorded. The se replaced the central processing unit (cpu) as preventative measure. Periodic maintenance was performed, and no other malfunctions were observed. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.